Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited far-field r wave oversensing. The pvab was increased which resolved the far r oversensing events. The lead remained implanted.